Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va0vv95, implanted: (B)(6) 2015, product type lead. (B)(4).

Event description:
The consumer reported experiencing a loss or change of therapy. On (B)(6) 2015, the patient felt discomfort and pain at the implant site so the patient went to see their healthcare provider (hcp); everything looked fine and the pain went away. On (B)(6) 2015, the patient experienced leakage and a return of symptoms. Because the patient was leaking, stimulation settings were increased. However, stimulation started getting uncomfortable but the patient was not able to decrease settings. During the call, it was determined that the device was off and it was indicated that the patient could not feel stimulation. After turning the device on, the patient could feel stimulation and had settings on 1.5 volts. The patient was instructed to monitor symptoms. Cause and outcome remain unknown. Follow up was conducted to obtain additional information. The indications for use included bowel dysfunction and gastrointestinal/pelvic floor.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported she still had bowel movement issue and leakage issues on (B)(6) 2015. Settings were adjusted but the patient still had issues.